Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary the analysis results found that harh23 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. It was noted to have holes in the tyvek, which were noted to be from the outside in. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. It appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release.

Event description:
It was reported that during an unknown procedure, before the device was used on the patient, the package was found damaged. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2020. Investigation summary: photos and the device was received for evaluation. The photo shows a seal of harmonic the package damaged. The device analysis results found that harh23 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have holes in the tyvek, the holes was noted to be from the outside in. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release.